Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had helium leak. Found during routine check, no patient involved.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11: corrected field: d7a. A getinge field service engineer (fse) was dispatched to evaluate the unit, he replaced o-ring seal for pump console. Exorcised unit to no fail. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.